Event description:
The lay reporter contacted lifescan (lfs) on july 3, 2006 alleging high readings on the patient's none touch ultra meter. A medical affairs specialist (mas) mailed a letter to the patient, since the user could not be reached for further clinical information. At around 6:00 pm the patient tested his blood glucose, and obtained a 264 mg/dl, and did not experience any symptoms at the time of testing. He took 20u of 70/30 after attempting to use the meter. At around 7:30 pm he felt sweaty, and almost unresponsive. He later contacted the paramedics. Emt's tested the patient on their meter, and received a 39 mg/dl. The patient was taken to the ER, and was treated with IV glucose. The test strips that the patient had been using were expired in may 2006. The technique of applying blood on the test strip was correct. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, and how long the patient was in the ER. The complaint is being reported since the patient became hypoglycemic after treating himself with insulin and using the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.